Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for fbss leg/back and spinal pain. It was reported that the patient was in an accident and this affected the positioning of the ipg, which affected charging. Pocket revision was performed. The issue was resolved at this time. No symptoms were reported.